Manufacturer narrative:
No additional data about the implanted devices were communicated, except that the valve is still implanted and the patient health status was fine. Valve is still implanted.

Manufacturer narrative:
Valve still implanted.

Event description:
The manufacturer was notified on 29 january 2016 about a pressure gradient unusually hight: peak gradient=46.1, mpg=26.0, with a carbomedics top hat (sn unknown) size 21 implanted in the early 2015 at the "(B)(6) hospital". The device is still implanted. Patient's past history: concomitant mvr (mitral valve replacement) with prosthesis valve size 29 of different brand.